Event description:
It was reported while using the therapy cool flex catheter during an ablation procedure, the irrigation port detached from the catheter. During ablation, it was noted there was leaking from the device and the irrigation port completely detached from the handle of the catheter. The procedure was continued with a different cool flex catheter. There were no adverse consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.